Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separates. This was discovered during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9343326 it was reported that shield is difficult to remove and when removes the needle hub separates. Consumer stated he is still having the same issues. Can not remove the needle shield and when he does the needle hub separates.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/22/2020 h.6. Investigation: customer returned two (2) 0.3ml bd insulin syringes from an open polybag from lot 9343326. Consumer reported reported that shield is difficult to remove and when removes the needle hub separates. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separates. This was discovered during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9343326. It was reported that shield is difficult to remove and when removes the needle hub separates. Consumer stated he is still having the same issues. Can not remove the needle shield and when he does the needle hub separates.